Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged and slightly misaligned on one side. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 83% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). After a non-bsc-guide wire crossed the lesion, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. A 3.00x16mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x14mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.